Event description:
Per legal complaint: (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh (device 1) and ventralex st (device 2). The patient is making a claim for an adverse patient outcome against the bard [flat] mesh (device 1) and ventralex st (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: "despite reasonable diligence, plaintiff did not know, and could not have known, about the wrongful conduct by defendants in connection with her injuries on (B)(6) 2018."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the ventralex st (device 2). A seperate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against.. This is an addendum to the initial emdr to document an unspecified alleged injury to the patient and the date of event. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the ventralex st (device 2). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against. Not returned.

Event description:
Per legal complaint: (B)(6) 2014 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol [flat] mesh (device 1) and ventralex st (device 2). The patient is making a claim for an adverse patient outcome against the bard [flat] mesh (device 1) and ventralex st (device 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."